Event description:
The hysteroscopy stortz cannula has a ceramic tip approximately 5cm long. The obturator that fits inside the cannula is metal and it can articulate up and down. It appears that the metal tip on the obturator may have caused the ceramic tip to break off in 2 pieces. A second set was opened and the exact same break occurred. The surgeon was very experienced; therefore the break was not due to inexperience. All pieces of the instrument were believed to be recovered (an x ray was not taken because the pieces appear to fit together).